Event description:
It was reported that patient underwent an inguinal hernia repair procedure on (B)(6) 2004. The patient experienced discomfort in the lower left side and constipation since surgery. In 2008, a physician from a pain clinic prescribed pain medication and gave injections for the intermittent pain concerns. A CT scan was done in 2008 but "did not show what the issue was, just some minor tissue problem."

Manufacturer narrative:
(B)(4): (constipation); (pain). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.